Event description:
Technician alleged that the bed had a high resistance ground.

Manufacturer narrative:
Technician repaired the high resistance ground to resolve the issue. No further info is available on this repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.